Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number: 3006705815-2021-03862. It was reported the patient underwent a non-related surgical procedure wherein the ipgs were not placed into surgery mode prior to the procedure. As a result, the patient's ipgs were unable to communicate with external devices and the patient lost therapy. A manufacturer representative was able to recover the ipg with sn: (B)(4).1 but the ipg sn: (B)(4).1 was deemed inoperable. Surgical intervention may occur on a later date to address the issue.

Event description:
Additional information received indicates the patient¿s ipg with sn:(B)(6) was explanted and replaced on (B)(6) 2021 resolving the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.